Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back deployed. It is possible to observe the spring tip is stretched and curvy and the wire is kinked at distal section. Also the wire was exposed through the sheath slit. Microscope inspection revealed that the spring tip is stretched and curvy and the wire is kinked at distal section. Functional inspection of sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit.

Event description:
It was reported that the delivery wire protruded from the delivery sheath. The 90% stenosed target lesion area was in the mildly tortuous and non-calcified carotid artery. A 3.5-5.5, 190cm filterwire ez was selected for use. During procedure, it was noted that there was something strange in the shaft when trying to deploy the filter. The delivery wire which is normally invisible was seen popping out/sticking out from the slit that was originally in the delivery sheath, rather than the sheath being torn. There was no particular force applied during delivery, manipulation was continued as usual. There was difficulty in retrieving the device, but it was eventually removed by advancing the guiding catheter as far as possible. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that the delivery wire protruded from the delivery sheath. The 90% stenosed target lesion area was in the mildly tortuous and non-calcified carotid artery. A 3.5-5.5, 190cm filterwire ez was selected for use. During procedure, it was noted that there was something strange in the shaft when trying to deploy the filter. The delivery wire which is normally invisible was seen popping out/sticking out from the slit that was originally in the delivery sheath, rather than the sheath being torn. There was no particular force applied during delivery, manipulation was continued as usual. There was difficulty in retrieving the device, but it was eventually removed by advancing the guiding catheter as far as possible. There were no complications reported and the patient was in good condition post procedure.